Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer reported awoke to a blank display. The customer states inserted a new battery and the screen flashed and then display went blank again. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify flashed screen anomaly due to blank display. No moisture damage on motor noted. The insulin pump had deep scratched display window.